Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the inspection found an error e433 due to faulty hvps board. It was likely caused by a component failure of the hvps board. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the generator had an error e433 due to faulty hvps board. There were no reports of patient involvement.